Event description:
It was reported that the customer's insulin pump had cracks near the battery compartment. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
No motor error alarm noted. Pump passed rewind and basic occlusion, occlusion, prime/a33, excessive, and displacement tests. Moisture damage noted on motor. Scratched lcd window, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker, and cracked case near lcd window corner. Intermittent button response due to corroded keypad traces.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.